Event description:
The customer called and reported the insulin pump was not vibrating or beeping. Customer's blood glucose was 400 mg/dl. The alert type was set to beeps. Customer was assisted in changing alert type to vibrate and she stated she felt the pump vibrate. She stated she would do a correction and call back to run a self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.